Event description:
It was reported that during use of bd max¿ enteric viral panel, a discrepant rotavirus patient result was obtained. Initial test was rotavirus positive, and the second test was rotavirus negative. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device type: pch. E.1. Initial reporter phone number: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.